Manufacturer narrative:
Further information was requested but not received. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During in-clinic follow up, it was noted that there was a loss of sensing to the right atrial (ra) channel. Fluoroscopy was performed revealed a dislodgement of the ra lead. The device was reprogrammed to deactivate the ra lead and the event was resolved. The patient was stable and will continue to be monitored.